Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with no ramping numbers on their own or scrolling bar moving anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 85 mg/dl. The customer stated that his pump was not working and the numbers were scrolling. The customer stated that he was unable to hit the act button to bolus and the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.